Event description:
Attorney reported: on (B) (6)2007 - patient was implanted with a composix e/x mesh ref. 0123680, lot 43ard313 to repair a ventral incisional hernia. After implantation, the composix e/x mesh developed excessive adhesions between the underside of the mesh and the small bowel and omentum, creating a nidus of infection which resulted in a subcutaneous fistula requiring mesh explantation. On (B) (6)2009 - patient's composix e/x was partially removed. On (B) (6)2009 - patient's composix e/x was finally removed in its entirety. Patient has suffered and will continue to suffer physical pain and mental anguish. Based on the medical records provided: (B) (6) 2007: exploratory laparotomy for infection, removed scar tissue. On (B) (6)2008: exploratory laparotomy, appendectomy, lysis of adhesions, enterolysis, completion of hysterectomy: bilateral salpingo-oophorectomy and trachelectomy (removal of cervix) partial mesh explant (some dissection of previously placed abdominal mesh to gain entrance to the parietal peritoneum.) On (B) (6)2009, the patient underwent partial excision (explant) of previously placed mesh. On (B) (6)2009: infected ventral incisional hernia mesh explant (bard), lysis of adhesions, excision of right thigh sebaceous cyst (2.5 cm).

Manufacturer narrative:
Based on the medical records provided, they indicate that the patient developed and was treated for this infection. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection; however, may require removal of the prosthesis." The medical records provided also indicate that the patient was treated for adhesions, which is a known possible adverse event listed in the IFU. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.